Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); value not provided. Suspected cause was due to pump software not accurately adjusting or suspending insulin therapy. Customer declined to perform a pump upload in order for tandem technical support to review pump data; allegation could not be confirmed via pump data review. Customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.